Event description:
It was reported that during a procedure of a fibrotic, calcified, 80% stenosed, lesion of the mid right coronary artery (rca), a balance middleweight guide wire was positioned and the 3.5 mm x 15 mm trek was used for predilatation inflations at 5 atmosphere (atm), 6 atm, 8 atm and 10 atm. During each inflation the balloon watermelon seeded proximal to the lesion. The balloon was removed from the anatomy without issue and the lesion was stented using a 3.5 mm x 28 mm xience v and post dilatated with a 3.5 mm x 12 mm and a 4.0 mm x 12 mm voyager nc with a good result. There was no reported patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight (bmw). Guide cath: 6 fr al1 medtronic launcher. Other: ivus (intravascular ultrasound); oct (optical coherence tomography). Evaluation summary: the balloon catheter was returned with blood visible on the shaft and contrast in the inflation lumen and the loosely-folded balloon. This suggests that the device was prepared for use, advanced inside the patient and pressurized during the procedure, as reported. There was balloon peeling noted on the entire length of the balloon; however, this may have occurred from an interaction with the anatomy during advancement and/or multiple attempts to inflate the balloon. A new indeflator was used to inflate the balloon to its rated burst pressure (rbp), 14 atm, and the balloon inflated without any anomalies noted. Additionally, functional testing was performed to measure the inflation times, which met manufacturing specification. Difficulty during inflation/balloon slipping (watermelon seeding) within the lesion may be due to factors including, but is not limited to, manufacturing, material properties, balloon size, patient anatomical/lesion morphology and patient disease state, placement of the balloon within lesion, or inflation technique. Based on the reported information, the lesion was fibrotic, moderately calcified and 80% stenosed, which may have contributed to the difficulties experienced. If the balloon was expanded in a narrow portion of the lesion during an inflation attempt, this can cause the balloon to slip/watermelon seed, although the exact cause cannot be determined in this case. Based on the information received with this incident and the analysis of the returned product, a definitive cause for the reported difficulty inflating the balloon cannot be determined. To ensure this type of occurrence is not related to a potential product deficiency, the profile dimensions on all dilatation catheters are confirmed by visual and dimensional checks on the manufacturing line. Additionally, all catheters are leak tested during the manufacturing process and a sampling of units is also destructively tested to verify proper balloon inflation/deflation, rbp and balloon integrity. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event.